Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that three months following uneventful lasik surgery, the patient reported "prism rainbow" in the left eye. The patient reported that the prism rainbow had been more prominent shortly after surgery and was now "almost gone." Per the center director, the patient did report this to the surgeon at onset; however, the surgeon did not realize that the patient was referring to a rainbow around lights. Additional information has been requested. Uf# (B)(4).